Manufacturer narrative:
Citation: reiter c, et al. Delayed total atrioventricular block after transcatheter aortic valve replacement assessed by implantable loop recorders. Jacc cardiovasc interv. 2021 dec 27;14(24):2723-2732. Doi: 10.1016/j.jcin.2021.09.003. Available online 20 december 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the occurrence of delayed total atrioventricular block (dt-avb) after transcatheter aortic valve replacement (tavr). All data was collected from a single center. Of the 59 patients included in the study population (predominantly female, mean age 80.3 years), 42 were implanted with a medtronic evolut r transcatheter valve. No unique device identifier numbers were provided. Among all 59 patients, one death occurred due to anaphylactic shock eleven months after tavr. No statement was made suggesting a causal or contributory relationship between evolut r and the death. Among all 59 patients, adverse events included: dt-avb necessitating permanent pacemaker implantation, with onset of dt-avb recorded between two days and three months after tavr. Additionally, the authors noted dt-avb was linked with episodes of syncope or dizziness. The following conduction disturbances were also observed: transient total avb immediately after valve implantation (resolving prior to the end of the procedure); first-degree avb (transient or persistent); left bundle branch block (transient or persistent); and prolonged atrioventricular conduction intervals. Evolut r may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated information: a4. Mean patient weight of the study population provided by the physician/author. B5. Additional information received from the corresponding physician/author stated evolut r did not contribute to the one death that occurred during the study. The physician/author also confirmed that tavr with evolut r led to dt-avb due to the impact on the cardiac conduction system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.